Manufacturer narrative:
Voluntaries medwatch was received on (B)(6) 2011. The delivery system has not been yet received for eval and internal investigation. Further info and results will be sent once the investigation is completed.

Event description:
.